Event description:
The heparin was on a pump at a rate of 23 ml/hr. It was piggybacked into an IV of normal saline that was running at a keep open rate regulated by a roller clamp. The heparin clamp was open since it was going through the pump. A nursing assistant removed the heparin line from the pump when she changed the pt's gown. The normal saline line was mistakenly put into the pump and the heparin was allowed to run into the pt freely. Pt developed markedly elevated pt and ptt. Pt required add'l hosp stay to bring under control. The pt was being treated for thrombosis. Error was discovered one hr after it happened. Hosp policy was changed. Heparin is not to be piggybacked onto the main IV unless the main IV is on a pump also. Using a different pump would have prevented the problem.